Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products 4193 implantable pacing lead (B)(6) 2005; d314trm implantable cardioverter defibrillator (ICD) (B)(6) 2013. (B)(4).

Event description:
It was reported that the patient presented to the emergency room after receiving inappropriate shocks two days post implant. It was revealed that the right ventricular (rv) lead had t-wave oversensing. The rv lead was reprogrammed and remains in use. The patient is a participant in the system longevity clinical study. No further patient complications have been reported as a result of this event.